Manufacturer narrative:
Product event summary: flexcath advance visually inspected and functionally tested. The product returned matched the devices refer enced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Visual inspection of flexcath advance 4fc12 / 82043-75 showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. Final resolution: the reported air ingress issue has not been confirmed through testing.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. Leak was found pre-op, during preparation of the sheath for a cryoablation procedure. There was no patient complication.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.